Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's stated after changing set current blood glucose value was 406 mg/dl. Customer stated that the blood glucose value at the time of incident was 380 mg/dl. Customer's recent blood glucose value was over 407 mg/dl. Customer experienced symptoms such as nausea. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.